Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: review of the black box data did not reveal any records of power on reset, which would support a loss of power. During investigation, the battery cap that was returned with the pump for investigation did not tighten securely to the pump and was not able to maintain an electrical connection for testing. The battery cap threads were stripped and damaged. On examination, there was a crack along the battery compartment threads noted. A test cap was used for completion of investigation. During investigation, the pump did not demonstrate any loss of power using the test battery cap. The pump was exercised for 24 hours without incident. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient noticed a month ago that the battery compartment was cracked. The patient reportedly continued to use the pump for insulin delivery. The reporter stated that two weeks ago, the patient looked down at the pump and it had powered off. The patient reportedly applied tape to the pump at the site of the crack in the battery compartment and continued to use the pump for insulin delivery without further loss of power. The reporter stated the battery cap fit securely onto the pump; however, the yellow o-ring was visible at the site of the crack. The reporter stated that the battery cap has never been replaced on this pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power with damage issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.